Event description:
A sales person had provided the customer with the device (without paddles) for eval purposes. The customer later contacted the sales person and requested the standard external paddles also be provided for eval. After receiving the paddles (which were previously unused), the customer reported that the function of the charge and print switches on the defibrillator apex paddle assembly were reversed. There was no pt involvement reported.